Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy utilizing the cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a cycler set leak related to this event. Furthermore, it was reported that the patient did not follow proper aseptic technique and failed to perform hand washing prior to treatment setup thus resulting in peritonitis through touch contamination. It was further reported that the patient has a habit of tucking their catheter into their underpants. The pd effluent resulted in gram positive growth with unknown species. Gram positive bacteria, such as staphylococcus, are mostly related to normal flora of the human skin, respiratory tract and nasal passages which supports the pdrn report of touch contamination and are the most common cause of pd related peritonitis. Based on the available information the liberty cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report feeling full and bloated on the liberty cycler. The patient was advised to stat drain. Upon follow up, the patient went to the hospital on (B)(6) 2019 for stomach pain and was admitted with a diagnosis of peritonitis. The patient was unable to complete treatment. The pd effluent culture grew gram positive bacteria (unknown species). Hospital course is unknown. The patient was discharged (B)(6) 2019. The patient is prescribed vancomycin intraperitoneally (ip) (dose and duration unknown) at the clinic. The dose is not known; however, the patient receives the antibiotic at least weekly depending upon white cell count (no values provided). The pdrn stated the cause of the peritonitis was touch contamination due to the patient failing to follow proper aseptic technique by not performing hand washing prior to treatment set-up. The patient also has been putting their catheter into their underpants. The patient is currently continuing antibiotic therapy at the clinic.